Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when trying to aspirate the catheter, it was allegedly occluded. The catheter was flushed and then ruptured; it was then sutured instead of clamped. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 4.2 fr s/l broviac catheter w surecuff was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for aspiration difficulty/difficulty of infusion, which was found more specifically to be due to a burst; aspiration/infusion difficulty may both precede and follow a rupture. A segment of the device containing the surecuff was returned with the distal end missing. Further examination showed detailing on the protective sheath worn and a longitudinal s-crack in the tubing immediately distal to the protective sheath. The edges of the s curve split appeared to be well-defined. The underlying catheter was split. The edge of the split in the inner layers of tubing was jagged. Per the reported event details, the device was infused against an obstruction. The online nursing guide states, " do not infuse against resistance." While a definitive root cause could not be determined based upon available information, infusing the device against resistance may have caused the inner lumen breach which resulted in the observed burst. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when trying to aspirate the catheter, it was allegedly occluded. The catheter was flushed and then ruptured; it was then sutured instead of clamped. There was no reported patient injury.